Event description:
It was reported that the right atrial lead had increasing impedance and was now high; a lead revision was planned. At the lead revision the physician was unable to place the replacement atrial lead due to patient anatomy issues. Since the original atrial lead was still functional in pacing it was connected to the device and is still in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.